Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator was in backup mode. After downloading the product code normal function resumed.

Event description:
It was reported that an asymptomatic patient presented for a follow up and the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2014.